Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E1: initial reporter name: unknown . E1: phone number: unknown. The returned items were finecross mg (actual catheter) and a competitor's guidewire (concomitant guide wire) they had been combined. When attempting to remove the actual device with it soaked in water, it was possible to remove it despite strong resistance. Appearance confirmation: [actual catheter] - it had been undulated in the vicinity of the anti-kink protector. No anomaly such as abrasion was found in the undulated part. No anomalies such as undulation or kink were found in other parts. [Concomitant guidewire] - no anomaly such as kink was found in the concomitant guide wire. It is assumed that the outer layer peeled off on the concomitant guidewire. When the actual catheter was primed, foreign matter was observed in the priming solution. From the appearance, it was assumed to be a peeled outer layer of the concomitant guidewire. Combination test: the distal side of the concomitant guidewire was inserted into the hub side of the actual catheter. Although it encountered strong resistance after passing through the undulated part, it could be inserted. The proximal side of the concomitant guidewire was inserted into the distal side of the actual catheter. Although it encountered strong resistance after passing through the undulated part, it could be inserted. Function confirmation: the outer diameter of the actual catheter (normal part): it met the factory's specifications. No anomaly was found. The inner diameter of the actual catheter (normal part): it met the factory's specifications. No anomaly was found. No anomaly was found in manufacturing records and shipping inspection records. No other similar report was found in the past complaint file. Based on the investigation results, no anomaly was found in the manufacturing record, the shipping inspection record, and dimensions. Regarding this case, the guide wire was temporarily stuck due to factors such as lack of priming, etc., and it was thought that the catheter became undulated and the outer layer peeled off since it was removed in that state. Relevant instructions for use (IFU) reference: "take extra care when exchanging the guide wires leaving the product in the arteries. Carefully insert a guide wire into the product. If any resistance is felt, stop the manipulation and remove the product together with the guide wire to avoid separation or breakage of the product." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following reported information: the microcatheter and the guidewire were locked and the microcatheter could not be advanced. In addition, although a part of the outer layer of the guidewire peeled off, no residuals were inside the patient. There was no reported harm.